Event description:
Pt underwent a sling procedure on 2003. A vaginal exposure of the mesh was noted post operatively. The mesh was exposed at the mid line. The surgeon excised the exposed tape. The physician cut the mesh and dissected it out from under the urethra.